Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The charge delivered was appropriate based on the observed ventricular fibrillation (vf).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased. It was further reported the patient presented to the emergency in cardiac arrest after receiving multiple shocks. Emergency staff reported placing a magnet on the device, hearing a tone and then the patient continued to receive high voltage therapy. Emergency room staff reported the patient received high voltage therapy when in normal sinus rhythm. The patient was reported to have received external defibrillation in the emergency room for ventricular tachycardia (vt) with rates of 160-170 beats per minute. Resuscitation efforts were initiated however were unsuccessful. Device interrogation was performed at the hospital and noted only one shock was recorded which occurred during the resuscitation. No other episodes were recorded. No additional information was received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.